Manufacturer narrative:
This event occurred in (B)(6). The sample was run in a micro-cup. The customer has since switched to a standard cup and has not had any further issues. The specific cause of the event could not be determined, however, the investigation determined the malfunction is consistent with a pre-analytical handling issue (foam or air bubbles on the surface of the sample). The investigation did not identify a product problem. Na.

Event description:
The initial reporter complained of discrepant results for 1 neonate patient sample tested for bilirubin total gen.3 (bilt3) on a cobas 6000 c (501) module. The initial result was 0.71 mg/dl. This result was reported outside of the laboratory. The repeat result was 15.21 mg/dl. This result was believed to be correct. The bilt3 reagent lot number was 456643. The expiration date was not provided.